Event description:
During routine cataract surgery this intraocular lens was inserted into the right eye. After insertion, dr. Wasn't happy with the way the lens was fitting into the original lens bag because it became apparent the bag was torn. Lens was then cut up & removed piece by piece. A new lens was then inserted into the eye, but not the bag and the surgery was completed normally. A vitrectomy was done.